Manufacturer narrative:
Batch review performed on 25 june 2026 02.09.0212h gmk-hinge tibial insert - size2 - 12 mm (k130299) lot. 2517035: (B)(4) items manufactured and released on 02 october 2025. Expiration date: 16 september 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery after 2 months from primary due to infection.. The surgeon performed a washout and revised the size 2 - 12mm hinge tibial insert to the same size insert. The surgery was completed successfully.